Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was not feeling well during their most recent clinic visit. The patient had a ramp study and an echocardiogram on (B)(6) 2023. This and catheter tests revealed right heart failure. They were admitted to the hospital and placed on inotrope. A computed tomography scan revealed an obstruction in the outflow graft. The patient has remained stable.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported events cannot be conclusively determined. Furthermore, the reported outflow graft obstruction cannot be conclusively determined as no photos were provided by the account and no product was returned for evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, nothing further has been provided at this time. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 outlines potential adverse events, including right heart failure, that may be associated with the use of heartmate 3 left ventricular assist system. Section 5 contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6 states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.